Event description:
The customer's husband reported that the customer had been treated by the paramedics due to blood glucose levels below 20 mg/dl. The customer was treated, but was not taken to the hospital. The event took place approximately 1.5 weeks earlier. At the time of the call the customer was experiencing high blood glucose of 351 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The caller felt that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.